Event description:
The consumer via the manufacturer representative reported that the patient was having painful shocking sensations across her buttocks/back for a long time; it was intermittent and she had told the healthcare professional about it. It was noted that this issue began approximately (B)(6) 2016. There were no reported environmental/external/patient factors that may have led or contributed to the painful shocking. With respect to diagnostic testing or troubleshooting to resolve the issue, the manufacturer representative noted that they spoke to the patient over the phone on (B)(6) 2016 regarding this issue. There were no interventions/actions taken to resolve the reported issue at the initial time of report. The patient was scheduled for an appointment with the healthcare professional on (B)(6) 2016, and the manufacturer representative planned to attend the appointment unless the patient wanted to be seen before then. In addition, the manufacturer representative advised the patient to turn stimulation off for a period of time to see if the pains correlated with stimulation being on or if they occurred with stimulation off. The patient stated that she never turned her stimulation off. The issue was not resolved at the initial time of report, and the patient's status was alive with no injury. The manufacturer representative noted that surgical intervention was not planned or performed and stated that "nothing was planned as of yet, only the office visit." However the manufacturer representative also later reported that the implantable neurostimulator (ins) battery was being returned. The patient's indications for use included spinal stenosis and spinal pain.

Manufacturer narrative:
(B)(4). Information regarding the axial back pain and the patient needing to get her device working again are not part of this event. This event captures shocking that was thought to be caused by a manufacturer¿s device; however additional information received clarified that the shocking was a malfunction of a competitor¿s device.

Manufacturer narrative:
(B)(4) no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2016-11-28 reporting that an appointment to see the patient was scheduled for (B)(6) 2016. Additional information was received from the manufacturer representative on 2016-11-29 reporting that the patient had been seen by another manufacturer representative while the reporting manufacturer representative had been away. The reporting manufacturer representative was attempting to find out the results of that meeting with the patient. The reporting manufacturer representative had been scheduled to meet with the patient on (B)(6) 2016; however, the patient cancelled due to illness. The reporting manufacturer representative clarified the details with the patient over the phone. According to the patient, it had been determined that the painful shocking was due to another system that had been implanted without the manufacturer¿s knowledge. The health care professional (hcp) had implanted another manufacturer¿s system in the patient about 6 months ago for their axial back pain that had not been relieved by the manufacturer¿s system. It had never helped the patient after implant and then they began to have the painful shocking. The patient stated that this other system had since been explanted and the shocking had stopped. Now the patient was seeking to get their scs system from the manufacturer working again. The rescheduled meeting with the patient was in order to see if the device was overdischarged. The patient stated that they could not tell if it was on or not. The rescheduled appointment was for possibly next week.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative on (B)(6) 2016 reported that the patient had not called back to reschedule their appointment at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.